Event description:
It was reported by the clinician that after the catheter was placed successfully, they were unable to thread onto the appropriate fitting in a hospira transpac IV monitoring kit. They also tried an identical fitting on an extension in the hospira kit, without success. At which time, there was a small amount of blood loss and the patient had to be re-stuck. They attempted to attach the catheter hub to an identical fitting of an extension in the hospira kit, without success. They tried fitting a different catheter on the hospira fittings and encountered no problems.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.